Manufacturer narrative:
(B)(4).

Event description:
The patient had telemetry issues between the patient programmer and the neurostimulator. They received a "poor communication" screen. The patient met with their physician and with the company rep for the event. They had surgery to fix the device problem and were also successfully reprogrammed. They were no longer having problems with their device system.